Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported high blood glucose. Customer's blood glucose was 378 mg/dl. He treated with the device. Customer experienced no symptoms of high blood glucose. In troubleshooting, the drive support cap appeared normal. There was no air in the tubing. Insulin exited during the manual prime. There was no leak. The settings and history are correct. When customer removed the infusion set, the cannula was bent. Customer was advised that high blood glucose levels are often caused by site or set issues. Nothing further reported.